Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: 14-may-2024. Section h3: device evaluated by manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned for evaluation. Visual inspection of the complaint lens revealed that it was received cut in half. The lens was cleaned and it presented with damage to the edge of the lens and on the optic body as well as cosmetic damage to the optic body. The complaint issue "lens damaged" and "cosmetic issues" were identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as there was no patient contact with the product. Section d6b: if explanted, give date: not applicable, as there was no patient contact with the product. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a crack was founded on the edge of the preloaded intraocular lens (iol) and a scratch was on the optic of the lens. The issue was noticed during handling / prior o insertion. There was no patient involvement. Through follow-up we learned that the directions for use of the device was followed. The procedure was completed with a backup lens. No further information was provided.